Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the incision from this subcutaneous implantable cardioverter defibrillator (s-ICD) implant remained open approximately one month after implant. The device remains in service and antibiotics were administered. No additional adverse patient effects were reported.